Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for implant of the pulse generator. During the procedure the physician inadvertently plugged the right ventricular lead into the port designated for the left ventricular lead. After realizing the error, the lead was removed from the incorrect port. However, at the time the left ventricular lead was placed into its port, the physician was unable to engage the setscrew with the hex wrench. A replacement generator was used to complete the procedure without further complication. The patient was stable.

Manufacturer narrative:
The reported complaint of lv-setscrew could not be engaged or tightened was confirmed. Analysis testing found that too many turns had been applied to the setscrew by the user while untightening it and the setscrew was screwed out of the connector block socket. The loose setscrew fell sideways on top of the connector block in a position where the wrench could no longer be inserted into the setscrew inset which is needed to engage the setscrew to tighten it. Signs of incorrect wrench insertions into the lv-setscrew by the user were also found. No device anomalies were found. The problems are related to the user¿s use of the wrench. The device was found electrically normal. The battery voltage is above eri near bol.